Event description:
Physician performed a vein closure procedure in the gsv to treat venous insufficiency, using venaseal closure system. It was reported that a few days following the treatment, the patient experienced pain and swelling in the treated leg. 600 mg of ibuprofen tid was prescribed to treat the swelling and pain. The patient was given 0.1mg clonidine and 5mg of valium prior to the procedure. The procedure was performed on the (B)(6) and the patient began suffering from tenderness and swelling the weekend of the (B)(6).